Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed through the return and visual inspection of the device. Inspection of the inner cavity confirms the alleged damage. The damage can be felt by a fingernail, but it did not go through the cavity. Review of the device history records identified no deviations or anomalies. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection of device, there was a protrusion on the sterile package due to impact of the stem during distribution. No adverse event noted to patient. Attempts were made to obtain additional information; however, none is available.